Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. It was also noted that the leads migrated and had high impedances, and the patient experienced inadequate pain relief. During the revision procedure, the physician discovered that a lead was broken and separated just after the anchor. The ipg and leads were replaced and the patient was doing well postoperatively. The ipg and one lead was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7112975. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7089259.

Manufacturer narrative:
Sc-2218-50 (sn (B)(6)) the returned lead was analyzed and visual inspection revealed that it was cleanly cut into two pieces approximately 21 cm from the distal end. With all the available information, boston scientific concludes that the reported event was not confirmed. The clean-cut damage was a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. It was also noted that the leads migrated and had high impedances, and the patient experienced inadequate pain relief. During the revision procedure, the physician discovered that a lead was broken and separated just after the anchor. The ipg and leads were replaced and the patient was doing well postoperatively. The ipg and one lead was kept by the medical facility.